Event description:
Boston scientific received information that, at a recent follow-up, this right atrial (ra) lead displayed increased pacing threshold measurements, and was unable to deliver atrial pacing. The decision was made to implant a competitor ra lead. Difficulty obtaining proper threshold measurements was experienced. The physician elected to leave the competitor ra lead implanted without good threshold values. There were no adverse patient effects.

Manufacturer narrative:
This ra lead was discarded at the hospital, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.